Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient mentioned that on feb 11th they met with their spinal cord stimulator people since patient wanted it removed and it does not do good to them. Patient said that they are using boston scientific scs device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).